Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient reports the reason for ins replacement was because she was having problems with ins placement on the right side of her body, and hcp placed the new implant on the left side of the body. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the implant was removed from the right side and transferred to the left in sept and there was no problem with the implant itself but with the external cord.